Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted:(B)(6) 2013 explanted: (B)(6)2017 product type lead product ID 977a260 serial(B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type lead: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the healthcare professional of the clinical study. On (B)(6)2017, the patient reported she was no longer utilizing the device as the stimulation worsened her leg pain. The clinical diagnosis included inadequate stimulation coverage. An operative report from the hospital included a pre-operative diagnosis of lead fracture and the operative report noted the leads had high impedance. The leads were explanted and replaced on (B)(6)2017. The event resolved without sequelae. Additional information from the healthcare professional of the clinical study reported that the cause of the inadequate stimulation coverage was not determined. The leads were revised in effort to improve pain control.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Device codes: (B)(4), fdc codes, fdm codes, fdr codes pertain to product ID 977a260, serial# (B)(4), product type: lead and product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that during the lead revision surgical observation found 1 migrated lead and 1 fractured lead. No further complications were reported/anticipated.

Manufacturer narrative:
The conclusion code corresponding to the lead (with serial number (B)(6) has been updated to (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the braid was broken and was exposed on the lead (serial number (B)(4) at 27.2 cm from the distal end. Regarding the other lead (serial number (B)(4), the conductors 0, 1, 2, 3, 4, 5, and 6 were broken at 27.9 cm from the distal end at the anchor site. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. On (B)(6) 2017, the patient reported inadequate stimulation coverage. The patient was reprogrammed on (B)(6) 2017. After the reprogramming, the patient then reported increased pain and worsening pain. The patient reported the "left sided stimulator was turned off" and that she needed it back. The plan was to revise the leads, however, this was pending insurance authorization. The event was ongoing. The event was related to the device or therapy (specifically due to programming) and not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.